Event description:
A past high blood glucose event was reported by the customer, reaching a level of 563 mg/dl. Cause was not known. To resolve the high blood glucose, the customer changed the infusion set and delivered a manual dose of insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.